Event description:
It was reported that during intubation the balloon "burst" under normal conditions of use (no other instruments were used). "When inflating the balloon, the operator did not feel any resistance and realized that the balloon had been punctured. The insertion of a catheter from another batch proceeded normally."

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.